Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported battery alert 1 and 3's as well as went state off during intermittently which was not reproduced. The cause was determined to be fluid intrusion. The module was deemed unserviceable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump went state off during charging intermittently- did have a green network icon. There was no known patient injury or medical intervention associated with this event. No additional information is available.